Event description:
Additional information received: the device was removed transurethrally through a ureteroscope under general anesthesia, not percutaneously with a laparoscope as originally reported. The device will not be returned, it was discarded by the customer.

Manufacturer narrative:
B1: there was no adverse event or reportable product malfunction. H1: there was no serious injury to the patient. Clarified information revealed that the patient did not require percutaneous removal of the device. H6: device code: appropriate code not available: there was no adverse event. There was no reportable device malfunction. This report includes information known at this time. Based on additional information received, there was no serious injury to the patient and no reportable product malfunction, therefore a follow up report will not be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k): k161236. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a universa firm ureteral stent set was difficult to remove from a (B)(6) male patient with a history of multiple kidney stones, urinary tract infection, left upper ureteral calculi, and moderate fluid accumulation in the left kidney. The encrusted left ureteral stent was removed percutaneously with a laparoscope under general anesthesia. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.